Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced issue with infusion set's adhesive on (B)(6) 2024. The infusion set fell off during use. The infusion set was in use for less then 12 hours.the blood gluose level of the patient was 400 mg/dl. Relevant treatment for high blood glucose included replacement of infusion set and then provided bolus via the pump. The patient replaced infusion set and resumed insulin successfully. No further information available.